Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw fractured. The dr was unable to remove the abutment screw fragment. The implant was trephined out. The patient will return for implant replacement. D10: correction: 13 may 2019, g4: 25 jul 2019. The reported device and concomitant device were received for evaluation. Visual inspection identified the internal drive feature of the returned concomitant implant contains the reported screw, which is too badly damaged to be removed. The reported condition of a fractured abutment screw that was unable to be removed from the abutment is confirmed. A device history record (DHR) review could not be performed for the reported screw as the reported device lot number is unknown. A complaint history review could not be performed for the reported screw as the device item and lot number are unknown. DHR review was completed for the concomitant implant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported concomitant implant lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw fractured. The dr was unable to remove the abutment screw fragment. The implant was trephined out. The patient will return for implant replacement.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: nanotite tm tapered certain® prevail® implant 6/5 x 11.5mm, item #: niitp6511, lot #: 2015062231. The following information is unknown at the time of this report: date of birth: date of birth not provided. Weight: not provided. Ethnicity: not provided. Procode: product code unknown. Reporter: reporter last name not provided, email not provided. The device is not expected for evaluation; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the abutment screw fractured. The dr was unable to remove the abutment screw fragment. The implant was trephined out. The patient will return for implant replacement.